Manufacturer narrative:
This report is being submitted to update sections; h1 (type of reportable event), h2 ( follow-up), h6 (evaluation conclusion code), h7 (remedial action), h11 (additional MFR narrative). Investigation summary: with all the available information, boston scientific concludes the allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device technical analysis: this electrode remains implanted and has not been returned; therefore, physical analysis cannot be conducted. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. A risk review was completed and confirmed that the event of shock impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The manufacturing process for this electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the no problem detected was selected based on lack of objective evidence of a device anomaly and passing product record reviews. If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode exhibited low shock impedance out of range of 5 ohms, post shock therapy for an arrhythmia. Rhythmcare advised review of device data history, from 11nov2022, that this s-ICD device exhibited low amplitudes, resulting in 2 untreated episodes, while programmed in the primary vector. Shortly after this episode the device provided therapy for an arrhythmia, which resulted in low shock impedance of 5 ohms. No additional therapy has been required since this time. At this time the device and electrode remain implanted and functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode exhibited low shock impedance out of range of 5 ohms, post shock therapy for an arrhythmia. Rhythmcare advised review of device data history, from 11nov2022, that this s-ICD device exhibited low amplitudes, resulting in 2 untreated episodes, while programmed in the primary vector. Shortly after this episode the device provided therapy for an arrhythmia, which resulted in low shock impedance of 5 ohms. No additional therapy has been required since this time. At this time the device and electrode remain implanted and functioning normally. No adverse patient effects were reported.